Manufacturer narrative:
Eval method: complaint history review and device history record review. Results: complaint history review was conducted on the catalog number from (B)(6) 2010 to (B)(6) 2011. As a result there were several other complaints that were found with similar issue. Complaint history review was conducted on the product family from (B)(6) 2010 to (B)(6) 2011. As a result there were several other complaints that were found with similar issue. Device history record review for the reported lot number. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. Conclusions: the customer complaint was not confirmed due to the lack of product sample to perform a proper investigation and determine root cause. However, based on similar complaints (B)(6) department has in process a project in order to implement the corrective actions to assure a more robust retention ((B)(4)).

Event description:
The event is reported as: the alleged complaint reads, "the circuit itself comes apart from the adapter that fits on the concha column. The heated wires stay connected but the circuit comes apart." No pt injury reported.